Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. It was unable to prime during the prime test due to faulty force sensor resistor. The device was also received with cracked case at display window corners and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was outside mowing lawn and came inside to take a shower, disconnected the insulin pump and received a button error alarm. The blood glucose at the time of the incident was 65 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.